Manufacturer narrative:
This supplemental report is to correct MFR 3007630408-2023-00006 specifically. Block h1 was reported as "serious injury" when it should be "malfunction" per the definition in 21 cfr part 803.3 as quoted below. (K) malfunction means the failure of a device to meet its performance specifications or otherwise perform as intended. Performance specifications include all claims made in the labeling for the device. The intended performance of a device refers to the intended use for which the device is labeled or marketed, as defined in § 801.4 of this chapter. As compared to: (w) serious injury means an injury or illness that: is life-threatening, results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Permanent means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.

Manufacturer narrative:
Devices require pathology testings or be returned to manufacturer to aid with the investigation. If additional information is received from the customers regarding the event, it will be reported in a supplemental report. Implants' traceability were checked and found to have no process nor product non-conformities. Samples from unused (stock-on-hand) similar implants manufactured at a similar time point using the same process and materials as the implants in question were sent for routine analyses (endotoxin and sterility testings). The testings show satisfactory results as follows: endotoxin level: <5 EU/device (limit: 20 EU/device); sterility: no visible growth of microorganisms. Conclusion to date: no anomalies found on the devices.

Event description:
Adverse event: surgeon explanted and replaced starpore ears because of non-specific swelling. The patient made a satisfactory recovery.